Manufacturer narrative:
(B)(4). (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Microscopic examination identified a black fiber, approximately 2.12 mm in length, between the inner and outer pouch. No particulate matter was identified inside of the inner pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be a manufacturing error. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.